Event description:
Pt had an epidural catheter placed for epidural anesthetic for vaginal delivery. On removal of the catheter, a portion of that catheter remained embedded. The pt underwent surgical removal for the remainder of the epidural catheter. No complications reported.